Event description:
Caller reported on behalf of a family member, who is using a transport wheelchair purchased at (B)(6) and experiencing a malfunction. Reporter stated no matter what the surface she is riding on, the wheelchair tilts backwards.